Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caregiver from a nursing facility called to report that a patient chair stopped running in the middle of the road. The caller will disengage the wheel locks and push the patient out of the road.